Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused saline solution during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected additional information b5, d10: b5; the expected volume/ time 40ml/30 min, but only outputting 15ml instead of 20. D10; therapy date n/a. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of under infusion was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.